Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited noise on the atrial channel suspected to be due to electromagnetic interference (emi). The patient was in stable condition. No additional information was reported.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and replaced. The patient condition was stable.